Event description:
It was reported that shaft break occurred requiring additional intervention. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified right coronary artery to posterior descending artery. A 2.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during withdrawal, the distal catheter shaft broke off in the patient. Physician tried to snare the broken piece from the patient, but it was unsuccessful. Patient was transferred to another hospital and was sent for coronary artery bypass graft (CABG) to retrieve the detached device from the patient. No patient complications were reported and the patient was fully recovered.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.50 x 32mm was returned for analysis. A microscopic examination of the distal extrusion identified a break in the midshaft extrusion located at 122cm distal from the strain relief. The extrusion exhibited signs of stretching at the break site. The distal section of the break including the balloon and tip section of the device was not returned for analysis. Further analysis confirmed multiple kinking along the length of the hypotube.

Event description:
It was reported that shaft break occurred requiring additional intervention. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified right coronary artery to posterior descending artery. A 2.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during withdrawal, the distal catheter shaft broke off in the patient. Physician tried to snare the broken piece from the patient, but it was unsuccessful. Patient was transferred to another hospital and was sent for coronary artery bypass graft (CABG) to retrieve the detached device from the patient. No patient complications were reported and the patient was fully recovered.